Manufacturer narrative:
Additional information was received that the patient¿s inability to walk or breathe were not device related. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain down her right side and into her groin area. The patient went to the emergency room (ER) because the patient could not walk or breathe. The ER physician believed the pain to be bursitis in her hip or a pulled groin. The patient's pain physician believed that the lead migrated to the hip area and could be the cause of the pain. The patient reported tenderness over the ipg pocket and will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain down her right side and into her groin area. The patient went to the emergency room (ER) because the patient could not walk or breathe. The ER physician believed the pain to be bursitis in her hip or a pulled groin. The patient's pain physician believed that the lead migrated to the hip area and could be the cause of the pain. The patient reported tenderness over the ipg pocket and will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein all of their devices were removed due to other issues the patient had and weight gain.

Event description:
A report was received that the patient was experiencing pain down her right side and into her groin area. The patient went to the emergency room (ER) because the patient could not walk or breathe. The ER physician believed the pain to be bursitis in her hip or a pulled groin. The patient's pain physician believed that the lead migrated to the hip area and could be the cause of the pain. The patient reported tenderness over the ipg pocket and will undergo an explant procedure.